Manufacturer narrative:
Report date: 06jul2021. There was no patient involvement.

Event description:
The customer reported there was turbine noise. The device was not in clinical use. No patient or user harm was reported. The service engineer (se) confirmed reported problem when the unit was booting up, the noise came from the blower. The (se) replaced the blower to resolve the issue. The unit was tested and it was returned to service.

Manufacturer narrative:
B4:05aug2021. The device was being setup when the reported event occurred. There was no delay of therapy.